Manufacturer narrative:
The events of lymphadenopathy, lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side "discomfort and pain", "hardened breast that is much larger", "nodules in the axillary region and in the mammary fold", "presenting localized warmth presently" and "lymph node biopsy performed with the presence of reactive lymphoid hyperplasia, which cannot rule out malignant lesions - large cell lymphoma". Pathological markers confirming alcl have not been received. The device remains implanted.